Event description:
It was reported that the device was programmed in a case that had started but was not completed. The battery had depleted since the initial interrogation. The device was not implanted.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. Elective replacement indicator (eri)/battery low alert was noted upon receipt. Analysis of device image indicated the device was within the normal range of operation. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Further analysis performed found no anomaly. The eri/battery low indicator alert noted is consistent with having occurred due to device exposure to cold temperature. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.